Manufacturer narrative:
This lead has not been returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the lead is returned.

Event description:
Boston scientific¿s legal department received a letter dated (B)(6) 2018 from this patient. The patient wrote that the device was no longer implanted. In late-2017, it was determined that there was a defective lead that was either fractured or broken and needed repair. After a couple of surgery dates that had to be rescheduled, surgery was performed on (B)(6) 2018. During the surgery, the physician determined that the entire device should be replaced. The boston scientific device was explanted and a non-boston scientific device was implanted. Boston scientific received confirmation that model#n160 device and model#4543 left ventricular (lv) pacemaker lead were both explanted on (B)(6) 2018. Boston scientific model#4469 right atrial (ra) pacemaker and model#0295 right ventricular (rv) defibrillation leads remain in-service.